Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 173 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin was customer states they were able to exit the preparing to prime loop. Customer states they pump goes in to rewind and prime. And does not go threw the load process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.